Event description:
It was reported that balloon rupture occurred. The target lesion was located in radial arteriovenous fistula. A 9.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, while blowing the balloon inside the patient's body, the balloon ruptured. Another of same device was used to complete the procedure. There were no patient complications reported and the patient was in stable condition after the procedure.

Manufacturer narrative:
Device evaluated by MFR.: the mustang 9.0 x 40, 75cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A balloon partial circumferential tear was identified located approximately 14mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual examination observed no issues or damage to the tip of the device. A visual and tactile examination found no kinks or damage the shaft of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in radial arteriovenous fistula. A 9.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, while blowing the balloon inside the patient's body, the balloon ruptured. Another of same device was used to complete the procedure. There were no patient complications reported and the patient was in stable condition after the procedure. It was further reported that the 70% stenosed lesion was severely tortuous and mildly calcified. During the second inflation at 20 atmospheres for 30 seconds, the balloon ruptured and no segment of the balloon was detached inside the patient after it ruptured.

Manufacturer narrative:
B5: describe event/problem: updated.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in radial arteriovenous fistula. A 9.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, while blowing the balloon inside the patient's body, the balloon ruptured. Another of same device was used to complete the procedure. There were no patient complications reported and the patient was in stable condition after the procedure. It was further reported that the 70% stenosed lesion was severely tortuous and mildly calcified. During the second inflation at 20 atmospheres for 30 seconds, the balloon ruptured and no segment of the balloon was detached inside the patient after it ruptured.